Event description:
Device report from synthes (B)(4) reports an event in russia as follows: patient underwent metal osteosynthesis of radial bone of the right forearm on an unknown date. The plate was broken 3 months after operation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date of event is approximately 3 months after the implant date. Device was implanted and explanted on an unknown date. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was conducted. The report indicates that the lcp was made of pure titanium (ticp, grade 4). The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-2 and astm f67 for implants made of pure titanium. The dimensions of the investigated lcp were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the plate was 10.02 mm and the thickness was 3.00 mm. Based on the topography of the fracture surfaces, we can conclude that the implant was subjected to one sided dynamic bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The lcp could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.